Event description:
A (B)(6) male pt contacted zoll customer support to report that the rubber part of the electrode connector has pulled away from the wire. A review of the pt's download revealed a service code 204. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (code 204) has been confirmed. Upon eval the trunk cable connector was cracked. The cause for the damaged connector cannot be positively identified but was likely the result of excessive force. Once the trunk was replaced, the belt was fully functional. No adverse event resulted from the broken connector. The pt received a replacement electrode belt.